Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked in multiple locations. Conclusions: evaluation of the returned device revealed the ruby coil¿s pusher assembly was kinked in multiple locations. Due to the return condition of the device, the root cause of this complaint could not be determined. Ruby coils are 100% visually evaluated and functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while the ruby coil was being advanced through a lantern delivery microcatheter (lantern), its pusher assembly became bent. Therefore, the ruby coil was removed and the procedure continued using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.